Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. (B)(4). Total number of events summarized - (B)(4). Aris - (B)(4). Supris - (B)(4). November 06, 2015: report was delayed due to esg issue. Ticket # (B)(4) was opened on 10/30/2015 and not resolved until 11/06/2015.

Event description:
Patient implanted with aris mesh on or about (B)(6) 2007. Later, patient was treated for severe pain with daily activities and intercourse. Patient was diagnosed with mesh erosion. Patient underwent two surgical procedures on or about (B)(6) 2006 and (B)(6) 2010 to remove portions of the mesh and will likely undergo additional corrective procedures and/or additional medical treatment.